Event description:
Leaking during insertion.

Manufacturer narrative:
The complaint was confirmed and the cause appears to be use related. The product returned for evaluation was a 2.7fr s/l broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located 14.8cm distal to the clamping over-sleeve, and the observed damage which is characteristic of this failure type included: "c" shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. The catheter material was visibly lighter in color at the fracture site as well. A lot history review (lhr) of reyc2047 showed no other similar product complaint(s) from these lot numbers.